Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient had an infection with the cervical system at an unknown site. Surgical intervention was undertaken at an unknown time wherein the entire cervical system was explanted to address the issue. Additional information patient's most recent implanted ipg had reached end of life. It was unknown if this occurred prematurely. Patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was explanted and replaced. Therapy was restored post-op.